Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, moderate aortic root calcification, severe sov calcification, low lca ostium height) likely contributed to the lca occlusion and subsequent placement of a coronary stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr, prior to deployment of a sapien 3 valve, protection of the left coronary artery (lca) was performed with both a coronary wire and a coronary balloon. Following balloon aortic valvuloplasty (bav) with a 20mm balloon, the native valve leaflets were risen and the lca flow was fine. Patient hemodynamics were stable. A 23mm sapien 3 valve was then deployed in a final 80:20 aortic/ventricular (a/v) position. After deployment of the sapien 3 valve, the blood pressure (bp) was dropped to 50mmhg. Despite of administration of vasopressor, the bp did not recover. Lca flow was not indicated on echo. After an aortography (aog) and a coronary angiography (cag) were performed. After the coronary balloon was pulled out, confirmed by intravascular ultrasound (ivus), the bp gradually recovered to 170mmhg. It was reported that the coronary ostium opened a little by pulling out the coronary balloon. After that, the left main trunk (lmt) was expanded with a coronary balloon and coronary stent was implanted. The patient was transferred to the ICU intubated. The patient was extubated in ICU and responded to verbal commands. The native annular diameter measured 20.0mm by tee. Severe valvular calcification, moderate aortic root calcification and severe sinus of valsalva (sov) calcification was reported. The lca height measured 11mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.